Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports decreasing sound quality since about 2 weeks. A new fitting was carried out; the user left with slightly better quality, however, sound quality has clearly degraded.

Event description:
The user reports decreasing sound quality since about 2 weeks. A new fitting was carried out; the user left with slightly better quality, however, sound quality has clearly degraded. As per further information received, the implant region over the stimulator was swollen. A revision of the area by the ent revealed a 1.2cm suture that was left since the implantation in 2013. The suture was removed. It was subsequently reported that the hearing performance with the device improved, but then degraded again. There is no longer swelling present over the implant area. Latest information states that a new fitting was carried out with good results.

Manufacturer narrative:
Based on the received information from the field, the users hearing performance decreased in october 2018. Further, the implant region over the stimulator was swollen. During revision surgery, the surgeon indicated that an internal suture, which was left in place since implantation, was the cause for the reported swelling. Further, as confirmed per CT-scan, already a couple of years ago, a post-operative partial electrode migration, leading to the disabling of 4 channels in 2016, was reported. The recipient received a new fitting after surgical intervention to remove the suture and is reportedly now doing well with the device. Hence, according to the reported timespan and sequence of events, electrode migration and disabling of channels over 3 years ago and decreased hearing perception only 4 month ago, which was resolved by removal of the suture, this event was most likely attributable to the clinical condition of the recipient. The device remains implanted and in use and the recipient will be further monitored.

Manufacturer narrative:
Additional information: based on the received information from the field, the users hearing performance decreased in (B)(6) 2018. Further, the implant region over the stimulator was swollen. During revision surgery, the surgeon indicated that an internal suture, which was left in place since implantation, was the cause for the reported swelling. Further, as confirmed per CT-scan, already a couple of years ago, a post-operative partial electrode migration, leading to the disabling of 4 channels in 2016, was reported. The recipient received a new fitting after surgical intervention to remove the suture and was reportedly doing well with the device. Hence, according to the reported timespan and sequence of events, electrode migration and disabling of channels over 3 years ago and decreased hearing perception only 4 month ago, which was resolved by removal of the suture, this event was most likely attributable to the clinical condition of the recipient. The recipient was finally explanted in august 2019 stating a further decrease in performance with lack of benefit from the device. No additional information was received on this regard and the explanted device could not be made available for investigation.

Event description:
In (B)(6) 2018 the user reported decreasing sound quality in the previous 2 weeks. A new fitting was carried out; the user left with slightly better quality, however, sound quality had clearly degraded. It was later reported that the implant region over the stimulator was swollen. A revision of the area by the ent revealed a 1.2 cm suture that was left since the implantation in 2013. The suture was removed. It was subsequently reported that the hearing performance with the device improved, but then degraded again. There was no longer swelling present over the implant area. New fitting was carried out with good results. The device was explanted on (B)(6) 2019, due to further performance decreased with lack of benefit from the device. The user has a contra-lateral cochlear implant. There was reportedly no medical or anatomical reason preventing ipsilateral re-implantation. Despite requested, the concerned device could not be retrieved for investigation.